Event description:
It was reported that during lap uterine myoma, the electrode came off. The electrode fell into the patient and it was retrieved from the patient with a forceps via a trocar. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the electrode tip broken off from the shaft and present. No functional analysis could be performed due to device's receiving condition. No conclusion could be drawn as to what caused the tip to break off.